Manufacturer narrative:
It was reported that after an initial bunion surgery, a backed out speedplate was discovered via a radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, a backed out speedplate was discovered via a radiographic image from a post-op follow-up. No other patient outcomes were reported as a result of this event. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.